Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit was alarming "augmenting, inconsistent balloon filling." There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and ran the machine with a test catheter, performed all diagnostics and ran all functional tests without any errors. Error logs showed several autofill fail (code #57). Fse stated that autofill cycle automatically repeated at least 3 times without a pump cycle. Fse checked transducer calibration. All transducers within specification gain is also within the spec (0,1) respectively. Fse also performed autofill calibration several times and was well within spec. 100mm hg +/- 1. Suspect possible catheter issue as the unit checks out and passed all tests. Unit returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit was alarming. There was no patient harm reported.